Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Additionally, the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported the needle on a bd microtainer® contact-activated lancet did not retract while using to obtain blood. There was no report of exposure, injury or medical intervention.